Manufacturer narrative:
(B)(4)

Event description:
It was reported that increase capture threshold and low lead impedance were observed. Lead was capped and replaced. There were no consequences to the patient. The patient is in good condition.